Event description:
It was reported that during a left main to left anterior descending artery (lm-lad) xience prime 3.5 x 23 mm stenting procedure, there was a dissection seen on the distal part of the lesion and another xience prime 3.0 x 15 mm stent was implanted as treatment in the lm-lad artery. A xience v 2.75 x 23 mm stent was implanted in the marginal artery and 2 hours post-procedure, the same day, the patient had elevated cardiac biomarkers, an abnormal electrocardiogram (ECG), and chest pains (angina). There was a de novo occlusion of the mid lad with a diagnosis of a myocardial infarction (mi). An unplanned percutaneous coronary intervention (pci) was done on the mid lad with a xience 2.75 x 15 mm stent implanted as treatment. During the treatment mid lad pci procedure, there was a side branch occlusion, chest pains (angina), and ECG changes. There was prolonged hospitalization reported. This was reported as a serious event, possibly related to the (B)(6) device, probably related to the study procedure, and the mi is listed as resolved on (B)(6) 2013. The patient was discharged (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Xience v 2.75 x 23 mm, xience prime 3.5 x 23 mm, xience prime 3.0 x 15 mm. There was no reported product deficiency. The reported patient effect of angina and occlusion, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.